Event description:
The customer reported via phone call that she had a audio/beep anomaly on the insulin pump. Customer's blood glucose was 260 mg/dl. The customer stated the she could not hear the beep during alarm. The customer was advised to performed self test. Customer stated that the device did vibrate and did not beep during the self test. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.